Manufacturer narrative:
Investigation was unable to replicate the reported fault. Event logs did not reveal any issues. Unit functioned as expected.

Event description:
User reported that the device failed to cool as expected. There was no patient harm; however, this type of event is considered reportable by spectrum medical.